Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component on the left side on (B)(6) 2006. The patinet was revised on (B)(6) 2013 due to unk reasons.

Manufacturer narrative:
Additional information was received on (B)(6) 2016. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Since this case is related to the issues for which zimmer implemented a notification in july 2008, zimmer (B)(4) will close this case. (B)(4).

Event description:
It has now been reported that the patient was implanted a durom acetabular component 50/44 j. The patient was revised due to loosening, fluid collection and corrosion.

Manufacturer narrative:
This report is being amended to reflect changes in (B)(4). This information was reported in error on follow up 0009613350-2015-00398-1 sent on july 29, 2016.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above in h7 and h9. Should additional info become available and/or the device(s) be returned for evaluation and an investigation result becomes available, , that changes this assessment, an amended medical device report will be submitted the need for further corrective measures is not indicated at this time. (B)(4).